Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni results in the risk stratification range for one patient generated by the access 2i (lxi) immunoassay analyzer. A negative troponin-t result was also obtained. The erroneous results were reported out of the laboratory. The sample to be shipped to customer product line support (cpls) for verification testing. Patient treatment was not impacted by this event.

Manufacturer narrative:
The customer shipped the sample to cpls for additional testing. No additional information is available from the customer. Service was not dispatched. A clear root cause can not be determined for this event.